Manufacturer narrative:
Device labeling: if you have a patient who has experienced one or more serious problems related to her breast implants, you are encouraged to report the serious problem(s) to the FDA through the medwatch voluntary reporting system. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage. There have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.

Event description:
Patient reported child having a new neurological diagnosis specified as "autism." No indication of treatment. Device remains implanted. Follow-up attempts in order to determine causality were unsuccessful.